Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 527 mg/dl with polyuria. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged after changing the battery in the pump, the user accidentally set the time incorrectly, mixing up the am and pm setting causing basal deliveries to be delivered on the wrong schedule. Troubleshooting by animas customer support verified that the time and date on the pump was not resetting on its own, that the user accidentally set the time incorrectly. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue associated with a time programming event.